Event description:
The customer stated that he went to the emergency room due to pressure in his chest and a blood glucose of 513 mg/dl. The customer stated that he was unable to disconnect the quick release on his infusion set that day, and he continued using it. The customer was treating for his elevated blood glucose, but never changed the infusion set or gave himself a manual injection. After several bolus attempts, the customer decided to get medical assistance. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.